Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 1 failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 was clicking and not opening. A field service engineer found the u-link on the plunger broken and replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device.